Event description:
Report received from the united kingdom states: "cutter working intermittently. If it stops it's switched off then starts again. It cuts for a while then stops again." No medical intervention required.

Manufacturer narrative:
Product has been requested however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.